Event description:
It was reported that while the pump had been placed back into its case, the alarm had reactivated. The alarm had been silenced, and the line between the pump and the reservoir had been traced and found to be clear. The medication bag had been checked and confirmed to be empty. An attempt had been made to power off the pump, which successfully cleared the alarm. The pump settings had been reviewed, and the device had been powered down. The medication label had also been reviewed, indicating a volume of 104 ml of 5fu. The "given" value had not been cleared at the time of review. The caller had been advised to contact the clinic once it opened and to proceed to the scheduled appointment unless directed otherwise. The infusion rate had been 2.3 ml/hr, with a remaining reservoir volume of 17.3 ml. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.